Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300s-range mg/dl and 115s-range mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that while a patient was coding, the mp70 monitor went into standby three times.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.